Event description:
The customer reported that in 2002, a 5fr. Sheath was sutured in the patient. The next day, the patient returned for a radiology procedure. Vasoseal vhd was used to seal the artery following the procedure. The next day, a right groin mass was noted and an ultrasound was performed. The ultrasound revealed a pseudoaneurysm. An ablation was performed by compression and the pseudoaneurysm resolved. The next day, a 1.5 cm hematoma was noted. Two days later, the patient presented to the emergency room complaining of pain and pressure, and bleeding in the right groin. The right hip was swollen, hot and tender in palpation. The next day, the patient was evaluated at the physician's office and was placed on antibiotics. No further complications were reported.